Event description:
It was reported that the fiber was returned without performance allegation. Analysis of the returned fiber revealed a circumferential fracture at the distal side of the fiber cap/fusion zone at the bevel edge. The potential for forward firing exists.

Manufacturer narrative:
Investigation summary with all the available information, boston scientific concludes that there was a distal circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. A distal circumferential fracture has the potential for forward firing. It is probable that the identified debris adhesion on the metal cap surface contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including distal circumferential fractures. The interaction between the user and device caused or contributed to the observed fiber tip damage. According to the instructions for use (IFU), the IFU instructs the user to ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Although analysis identified the glass cap exhibited severe devitrification, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. Device technical analysis the fiber was returned for analysis to our post market quality assurance laboratory. Visual analysis identified the glass cap exhibited a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The fiber proximal to the fracture can rotate independently of the metal cap. The metal cap exhibited moderate debris adhesion on surface, indicative of tissue contact. The glass cap exhibited mild devitrification at the output window. The fiber was functionally tested with the hene (helium - neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The aim beam was observed at the output window. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Labeling review the device instructions for use (IFU) was reviewed. The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Investigation conclusion analysis of the returned fiber identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The observed condition of the fiber is consistent with devices that experience tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow which leads to elevated temperature. Continuous elevated temperatures can lead to fiber damage, including distal circumferential fractures. According to the instructions for use (IFU), ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device caused or contributed to the observed fiber tip damage and reported event.